Event description:
Customer reported that a pt was burnt or had blisters after a surgery in the operating room (B)(6). Mastectomies and plastic surgery are performed in this room. The room includes two surgical light systems, each being equipped with two cupolas, a total of four cupolas in the operating room. Note: the same event is also being reported in the MDR # 9710055-2015-00053, as two separate devices were used at the same time. (B)(4).